Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. The log files were reviewed and showed the driveline communication faults on (B)(6) 2025. The customer was instructed to switch out the modular cable and system controller to see if it resolved the issue. A picture of the pins of the modular cable connector were to be taken. The system controller and modular cable were exchanged without issue. The fault went away and had not returned. A picture of the modular cable connector was unable to be taken. There was no obvious damage in the connector but it was noted to be a bit dirty along the threads. The alarm resolved post exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of driveline communication fault alarms. The reported driveline communication fault alarms are addressed under the modular cable investigation. Additional information stated that there have been no issues since the system controller and modular cable were exchanged. The system controller event log files were reviewed, and relevant timestamps spanned approximately 2 days (16:10:48 on 13jun2025 to 13:57:35 on 15jun2025). At 10:21:56 on 15jun2025, a driveline communication fault alarm activated, associated with a communication a fault. This alarm resolved as the driveline was disconnected at 13:28:00 on 15jun2025, and the controller was shut down at 13:28:40. Shortly after, the system controller was booted once more, and the driveline was reconnected at 13:47:09 on 15jun2025. The system controller operated the pump without issues or alarms activating. At 13:57:21 on 15jun2025, the driveline was disconnected for a system controller exchange, and the controller was shut down at 13:57:35. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. There were no issues identified with the returned system controller. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. Heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU (rev. D) section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook (rev. A) section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.